Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016. The customer reports a bug inside the shaft of the syringe.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The syringe in question was not returned for evaluation and is reported to have been discarded. A photo was not provided for review. If further information is made available, evaluation may be performed. A root cause investigation cannot be performed as no sample has been provided. If samples, photos, or further information is received to evaluate the presence of a defect, further investigation may be performed. Syringes at the manufacturing facility are produced in a cme (controlled manufacturing environment). Insect monitoring is performed at both interior and exterior locations throughout the facility with trap stations serviced on a maintained routine schedule. Based on the existing controls at the time, the internal reject process and the complaint history review, additional correction or containment activities are not warranted at this time. Product is routinely examined to ensure it meets acceptable quality levels (aql), and a lot cannot be released unless it passes visual and functional testing requirements. All lots are statistically sampled and inspected for defects. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time as this is the only complaint of this nature in the past 12 months and a trend has not been observed. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.